Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the reported error ("hardware light weak") could be confirmed and further defects were detected. In total the following defects were detected: · led flickers. · blade damaged. · housing worn. · cover damaged. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer on april 11,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "hardware light weak. General check". No negative impact in state of health reported.